Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad rubber is torn at the up arrow and down arrow keypad buttons, and is also peeling from the bottom to the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast keypad button is intermittently responsive. All other keypad buttons are responding appropriately. There was evidence of keypad contamination found under the contrast key contact. A contrast button issue is not likely to cause an adverse event because the issue does not affect the pump's insulin delivery functions. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons were intermittently unresponsive. The reporter observed a tear in the down arrow button and alleged the tactile changes occurred first. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.